Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case showed significant induced damage to the seal plugs, device header, and device case. Due to the induced damage, electrical testing was not performed. Further review of the device memory noted the device was capable of delivering therapy while implanted. Analysis concluded that with available information, the device operated appropriately and met specification upon return.

Event description:
Boston scientific received information that this device was explanted and returned over two years after the initial event for unspecified reasons. No adverse patient effects or further allegations related to the event were reported.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) may have contributed to pacing inhibition on the right ventricular channel. (Note, two leads are implanted in the right ventricle -- a bsc defibrillation lead and a competitor's pace/sense lead.) This was discovered when the patient presented for a routine follow-up visit and three atp pulses had been delivered to treat the patient's ventricular tachycardia but failed to capture the tissue. At that point, a fourth atp pulse detected and treated the arrhythmia. As a result, the threshold was increased to ensure future capture. The duration of any association asystole was unknown although no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.